Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported that the device loudspeaker was defective. The device was not in use on a patient at the time of the reported issue. There was no report of patient or user harm.

Manufacturer narrative:
The field service engineer (fse) verified that the mx40 device had a loudspeaker malfunction inop alarm. A defective on arrival (defoa) process was opened to address the customer's issue. The device was returned through the defoa process to the factory for further evaluation. Based on the information available and the testing conducted, the cause of the reported problem was a defective loudspeaker. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue.

Event description:
Philips received a complaint on the intellivue mx40 802.11a/b/g indicating that there was a loudspeaker defect alarm. It is known that the device was not in use at the time of the event. No adverse event occurred.